Event description:
Additional information was received from the patient. They reported that they hadn't had surgery yet, they were supposed to have it taken out on (B)(6), but they were pushed back for week. They stated they just found out about this on (B)(6) 2020, they doctor said it couldn't still be shocking them, but they felt a jolt every once in a while.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that about two weeks prior, the patient was in so much pain they could not sleep, do the dishes, or get up and move around. It was noted about a week and a half ago, they started getting shocked where the device was located. The nurse who took care of the patient recommended they turn stimulation off, but the patient reported that an hour and a half after they turned stimulation off, they still felt shocking. The patient mentioned no falls nor trauma, and noted their healthcare provider said to seek action as they deemed appropriate. The patient was redirected to follow-up with their healthcare provider and they reported an upcoming appointment the following week with a nurse practitioner. No further device issues and no further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for if the shocking resolved, the patient replied ¿no,¿ and that the actions that were taken or are planned to resolve it were/are surgery. There were no further complications reported.